Manufacturer narrative:
The ge svc rep evaluated the sys and replaced the power controller board. The sys is now operating as intended.

Event description:
The customer reported that the sys would not turn on. No pt injury was reported.